Manufacturer narrative:
H.10: the root cause of the reported event is a hole in the evaporator due to degradation which led the water entering the refrigeration cycle causing compressor damage. A hole of the evaporator can be generated due to stirrer flow in the tank.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The technician in charge found out that the compressor was only starting up briefly and then shutting off. The troubleshooting conducted on site lead to a defective compressor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t compressor failure thus, it was not able to cooling the tanks. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.